Event description:
It was reported that the patient died on (B)(6) 2011 of natural causes. The pathologist was contacted by medical surveillance and said that she reviewed the pump with a family member. She reported that the family member told her that the basal rate was correctly programmed at 2.0 units/hour. She was told that the patient bolused four times on the evening before his death (6:24pm 3.55 units, 7:15pm 3.3 units, 8:18am 2.3 units, and 8:33am 1.5 units). The family member reported to the pathologist and to medical surveillance that the patient refused to eat dinner at 6:30pm and ate a snack instead. She said that this behavior was normal; he would usually come down later in the evening and eat the prepared meal. On (B)(6) she saw him around 10:00pm when he said good night. In (B)(6), she said that she did not find any evidence that he ate anything after the snack. The last reading on the glucometer (unknown brand) was 89mg/dl at 8:56pm. The family member stated that he was heard snoring by his sister around 1:00am; he was found dead at an unknown time in (B)(6). The pathologist reported that if the (B)(6) she will rule the cause of death to be related to a hypoglycemic event. The family member reported that (B)(6) prior to his death the patient had experienced low bg readings on several occasions; these events were not previously reported to animas. She noted that on (B)(6) 2011 the patient's bg was a little low for him (80mg/dl), he ate carbohydrates, and his bg resolved a short time later. On (B)(6) 2011 she reported that the patient did not eat breakfast and mowed the lawn; afterwards he drank a sugary beverage and ate ice cream. The family member stated that she was concerned about a potential hypoglycemic event and took him to the emergency room (ER) 30 minutes away; he ate a sandwich and snacks (B)(6). She said that his lowest bg reading was 37mg/dl and he did not report symptoms except hunger. At the ER they monitored his bg but did not provide treatment as his bg had resolved by that time. The pathologist reported that when she reviewed the pump there were 40 units delivered as boluses on (B)(6) which exceeded his usual dosages. No other blood glucose (bg) values are available. The family member noted that on (B)(6) 2011 and (B)(6) 2011 the patient did not have any low bg events. The family member reported that the patient had been very happy with the pump and did not report any problems with it. She said that his major problems, both before and after initiation of insulin pump therapy, were that he did not eat adequately after he delivered insulin and he ate too many sugary foods. This event is being reported because the patient was using the pump for insulin delivery and inadvertently delivered an excess amount of insulin without consumption of adequate carbohydrates; these patient actions may have caused or contributed to his demise.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).